Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device was inadvertently handled, resulting in the hypotube separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that after unpackaging the xience prox 2.5 x 12 mm stent delivery system, the hub was found separated from the shaft in the package. The device was not used. There was no patient involvement. A new xience pro was successfully used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.